Event description:
The patient was being treated for a ruptured aneurysm of the anterior communicating artery, a1/a2 segment. Following the successful placement of this coil, "a small thrombus was observed in the aneurysm neck, which did not protrude to the main lumen." This was treated with anticoagulation therapy. The physician stated "successful procedure, without ischemic event." Patient's status was reported as stable."

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation.